Manufacturer narrative:
Pc-(B)(4). Additional summary: it was reported performance fixation feature breakage. An empty labeled winding former and a dispensed needle/suture of product code (B)(4) were returned for analysis. During the visual inspection of needle/suture under 10x magnification, slightly marks on the body of the needle that appears to be by use of surgical instruments were noted. In addition, damaged at some barbs and body fluids were found; also,the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿the fixation tab came off the suture easily when placing the fixation tab on the fascia for continuous suturing".

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and a barbed suture was used. Upon evaluation of returned device, the two sides of the fixation tab were broken. It had been reported that during the procedure, the fixation tab came off the suture easily when placing the fixation tab on the fascia for continuous suturing. There were no adverse consequences to the patient. No additional information was provided.